Manufacturer narrative:
Additional information has been requested. Device not explanted. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history record review could not be requested.

Event description:
Patient status post zero-p plate and screw implantation in (B)(6) 2010 returned to surgeon for one year check up and was asymptomatic. X-rays taken showed two screws were broken in the plate with surgeon noting fusion had occurred. Surgeon is not removing the hardware and is monitoring the patient. This is two of three reports for this event.